Manufacturer narrative:
Device has been received and is in the evaluation process. Device history record review has been requested.

Event description:
A prodisc-l implanted at l5-s1 was explanted due to continued pain and subsidence of the superior plate. Pt underwent anterior lumbar interbody fusion. This is one of three reports of the same event.